Event description:
Complainant alleged that the autopulse® platform displayed a user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) message upon power up, that was unable to be cleared. No adverse patient sequelae was reported. No further information was provided.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to the manufacturer for evaluation. Visual inspection of the returned platform was performed which found that the battery lock was damaged. The returned platform was unable to undergo initial functional testing, as the platform exhibited a user advisory 7 (discrepancy between load 1 and load 2 too large) message upon power up. A review of the archive was performed which found that the platform exhibited multiple ua7s on the reported event date of (B)(6) 2014. Based on the investigation results, the parts identified for replacement were the load cell single point and battery lock. The customer's reported complaint was confirmed through both initial inspection and review of the archive. The load cell was replaced, remedying the customer's reported complaint. The platform underwent and passed all final functional testing.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.